Event description:
Anesthesiologist contacted aspect rep on june 19th, 2007, regarding a skin irritation associated with use of bis monitor and bis sensor system at his hospital. The case occured in 2005. The patient had undergone scoliosis correction surgery and was in the prone, face down position for the 10 hour procedure. A photograph taken by the anesthesiologist, revealed two circular lesions underlying the bis sensor. A subsequent photograph taken revealed that the forehead lesions were healing, but not completely resolved. According to the anesthesiologist, the patient was referred to a plastic surgeon. No further details are available at this time.

Manufacturer narrative:
We conducted a review of the lot history records for the sensors which may have been used at the time of this incident. We concluded from this review that all sensors were properly qc inspected and tested in accordance with the approved procedures. There were no manufacturing changes (such as a change in the gel or adhesive) that may have caused a patient reaction. Product label states: "if skin rash or other unusual symptom develops, stop use and remove." The sensor device functioned as intended and does not appear to have malfunctioned. Aspect's medical director and other aspect personnel conducted a site visit as a result of this report. Based on our investigation, we have concluded the sensor did not cause or contribute to a death, and did not malfunction. However, the patient was referred to a plastic surgeon which would be considered treatment to prevent permanent damage. At the time of this report, the irritation was healing but it is unknown if the irritation has completely resolved. Therefore, an MDR is required.